Event description:
It was reported that the patients paddle lead had high impedances. The patient underwent a revision procedure wherein the paddle lead and implantable pulse generator (ipg) were replaced. Additional information was received that the ipg was replaced due to patient wanting an updated system. The patient was stable postoperatively. The explanted devices were not returned due to facility policy.

Manufacturer narrative:
This product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn:m365sc12000, model:sc-1200, serial: (B)(6), batch:20994155, UDI:(B)(4).

Event description:
It was reported that the patients paddle lead had high impedances. The patient underwent a revision procedure wherein the paddle lead as well as the implantable pulse generator (ipg) were replaced.